Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery cap contact. Insulin pump was tested with a good battery cap. Passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. No blank display during testing. No damage found on the connector/lcd isolation tape noted. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, cracked belt clip slot, and cracked battery tube threads. No damage on battery spring contact noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was not reported. The battery cap's spring was damaged. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.